Manufacturer narrative:
While there is no report of injury in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device available for eval, though results are not available as of this report.

Event description:
In this event, it was reported that a propex ii apex locator provided incorrect measurements; no injury resulted.